Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that the insertable cardiac monitor (icm) exhibited a diagnostic anomaly in which false atrial fibrillation episodes were being detected from steady p-waves. No intervention was performed. Patient condition was unknown.